Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
It was reported that implantable cardioverter defibrillator exhibited post-paced t-wave oversensing causing inhibition of pacing. Programming changes were performed. The patient was in stable condition.